Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the heater canister melted during the heating phase. No alarms or error codes were generated. The system was immediately shut down and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'very well.'